Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting for critical pump error. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. The sensor glucose and blood glucose was in acceptable range during testing with the glucose sensor simulator. The electronic assemblies was inspected and no anomalies noted.